Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2017. A 24 mm watchman ® laa closure device was successfully implanted. A complete seal was noted. At the 45 day follow up on (B)(6) 2017, a thrombus was noticed on the surface of the closure device. There was no change noted to the seal of the device. The patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was on xarelto for the first 45 days post implant, then switched to warfarin after the f/u revealed a gap. The patient is currently on warfarin.